Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The valve was returned for evaluation: failure analysis: the valve was visually inspected; needle holes were noted in the needle chamber. The valve was hydrated. The valve was leak tested and leaked from the needle holes in the needle chamber. The valve passed the test for programming, reflux, siphon guard and pressure. Biological debris was noted on the ruby ball. The root cause for the pressure problem noted during the investigation is due to biological debris on the ruby ball, the debris was stopping the ruby ball from sitting correctly on the seat of the ruby ball. The possible root cause for the issue reported by the customer valve obstruction was suspected. Was probably due to biological debris and protein buildup interfering with the valve mechanism, at the time of investigation no occlusion was noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a blocked or occluded shunt valve. A certas plus valve was implanted via a ventricular peritoneal shunt on an unknown date with an initial unknown setting. On an unknown date, valve obstruction was suspected. No clinical information was provided. It was found that ventricular catheter and peritoneal catheter were not obstructed. Cerebral spinal fluid leakage around the ventricular catheter and cerebral spinal fluid retention around the valve were identified. There was no information available on the amount of cerebral spinal fluid leakage. The valve was replaced to a new one ((B)(4) programmable valve) on (B)(6) 2020. It was found that the saline did not come out from the valve after removing the valve. Other catheters reportedly confirmed flow patency.